Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2021 due to an alleged infection. During the revision surgery, dr. (B)(6) revised the tibial poly spacer, tibial hinge component, and resurfacing femur axial pin. Dr. (B)(6) performed a washout. The following implants remain implanted from the patient's original surgery on (B)(6) 2021: resurfacing femur, canal-filling stem extension (18x140mm), tibial baseplate, and canal-filling stem extension (18x100mm). No additional information regarding this adverse event has been provided.

Manufacturer narrative:
The investigation is in process. When the investigation is complete, a supplemental MDR will be submitted accordingly. Multiple mdrs were submitted for this event: #3013450937-2022-00022, #3013450937-2022-00023, #3013450937-2022-00024, #3013450937-2022-00026, #3013450937-2022-00027, #3013450937-2022-00028.

Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2021 due to an alleged infection. During the revision surgery, dr. (B)(6) revised the tibial poly spacer, tibial hinge component, and resurfacing femur axial pin. Dr. (B)(6) performed a washout. The following implants remain implanted from the patient's original surgery on (B)(6) 2021: resurfacing femur, canal-filling stem extension (16x140mm), tibial baseplate, and canal-filling stem extension (14x100mm). No additional information regarding this adverse event has been provided.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the alleged infection could not be determined. The device history records and sterilization batch records were reviewed and no issues during manufacturing or sterilization were identified that would have contributed to this complaint. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: b4: date of this report added. B7: other relevant history updated. G3: date received by manufacturer added. G6: type of report added. H2: follow-up type added. H3: device evaluated by manufacturer updated to no. H6: type of investigation code updated to 3331: analysis of production records. H6: type of investigation code updated to 4111: communication/interviews. H6: type of investigation code updated to 4110: trend analysis. H6: type of investigation code updated to 4114: device not returned. H6: type of investigation code updated to 4117: device not accessible for testing. H6: type of investigation code updated to 4109: historical data analysis. H6: investigation findings code updated to 213: no device problem found. H6: investigation conclusions code updated to 4315: cause not established. H10: additional narratives/data the following sections were corrected: a1: patient identifier corrected. A2: date of birth corrected. B5: event description corrected. D4: lot number corrected. D4: expiration date corrected. D10: concomitant medical products corrected. H4: device manufacturer date corrected. The following mdrs were also submitted for this patient: 3013450937-2021-00117. 3013450937-2021-00118. 3013450937-2021-00119. 3013450937-2021-00120. 3013450937-2021-00121. 3013450937-2021-00122. 3013450937-2021-00123.